Manufacturer narrative:
Analysis of the recharger found that the cable insulation is peeling away at donut end and black wire is cut. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. The patient reported that he was not able to charge his implant. The patient stated that he was on vacation and hadn't charged the implant and the ins was dead. The patient stated that he had been working on connecting with the implant for several hours and was getting the passive recharge mode screen. The patient is describing the ¿no device found (screen 16)¿ on the controller. Patient services (ps) instructed the patient to move the controller closer to ins, press ¿try again¿ and attempt to communicate. The issue did not resolve and the ps reviewed that possibility of a discharged ins. Ps reviewed troubleshooting for a discharged ins, and the patient still was not able to establish communication. The controller was going back and forth on the passive recharge mode screen 50,51,15. The patient stated that all three sets of numbers are 100/low/high. Ps reviewed that passive recharge mode will take awhile to process. Ps reviewed once the devices are connected, the patient will see ¿recharging quality¿ on the screen. Ps reviewed that if the devices are not connecting, the patient will need to consult with their healthcare provider (hcp) office to restart the ins. The patient called back the same day and reiterated the recharging issues he was having above. The patient stated that his daughter noticed that his recharger (rtm) was frayed and they could see the wire. Warm transfer to repair. On (B)(6), the patient reported that he received the replacement cord and has tried charging the ins but it is still having difficulties jumping the ins. The patient stated that he has done 3-10 min sessions of the passive recharge mode and that has not resolved. Redirected to healthcare provider (hcp). On (B)(6), additional information was received from the manufacturer representative (rep). The rep reported that they spoke with the patient on friday and stated that the ins died and the recharger needed to be replaced. The patient received a replacement recharger and was trying to charge the ins but couldn't. The rep spoke with patient again today and the controller was still showing "no device found" even after doing passive recharge cycles all the weekend. Technical services reviewed that likely the "disable device" function was needed and suggested they meet with the patient and then call technical services for further assistance. On (B)(6), the patient called back to report that he spoke with the rep in massachusetts as well as a rep in florida, however both reps stated that there was nothing they could do to help, and redirected him back to patient services for assistance. The patient stated that the controller had been stuck in passive recharge mode since friday and that the controller itself was completely charged. The patient stated that he was in passive recharge mode during the call, noting the low/high numbers at 94. The patient stated that he knows the ins works because he's on opioids again now that the ins is discharged. Patient services explained that his controller had a clinician mode that could be used by the rep or hcp to re-establish telemetry between the controller and ins, and would reach out to the rep to explain. On (B)(6), the patient stated that he met with the rep today. The rep stated that they were unable to connect the tablet with the ins. The patient stated that the rep was between surgeries and didn't have much time. The patient was wondering if he should keep waiting or if he was wasting his time. The patient was not planning on returning home soon. Patient services advised waiting for rep and attempting to troubleshoot again. Patient services advised having rep call patient services with recommendations for a possible equipment replacement. On (B)(6), the rep called and technical services reviewed 'disable device' process to try to resolve the issue where the patient could not get past the passive charge screens. The rep stated that they would attempt that with the patient that day. No further complications were anticipated/reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.